Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving an audible patient notified for the device being in backup vvi mode. A software download was successful.

Event description:
New information notes: the device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis confirmed normal device characteristics.

Event description:
New information on (B)(6) 2014 notes the device exhibited back up vvi once again. The device download was successful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.